Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the image quality is poor, the light transmission is lost or too low based on the results of the investigation, the malfunction was likely due to an expected or random component failure, without any indication of a design or manufacturing defect. The cover glass of the r-unit section was broken, which caused poor image quality, and the broken lg-bundle in the video cable section led to a loss or significant reduction in light transmission. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the fiber bonding in the outer tube area (distal end) was damaged, the image quality was poor, and the light transmission was lost or too low. There was no patient involvement.